Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: proximal shaft (hypotube) separation. Time of device issue: during the procedure. Adverse event: none. It was reported that the procedure was to treat a de novo lesion located in the left main to left circumflex, which was severely calcified. The patient has suffered a non st elevation myocardial infarction 5 days prior to the procedure. After pre-dilation was performed, the promus stent delivery system was advanced to the lesion; however, there was resistance encountered and the proximal shaft (hypotube) separated. The separated shaft was removed from the patient without the need for medical intervention and another non abbott device was used to complete the procedure. Reportedly, there were no patient effects. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular¿s drug eluting stent in the (B)(4).